Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 178 mg/dl. The customer stated that they are in a wheelchair and the insulin pump gets stuck. The customer declined to replace the device and will instead monitor it. The customer was advised to disconnect from the insulin pump and revert to a backup plan if the alarm reoccurs and they are unable to clear the alarm. Nothing further was reported.